Manufacturer narrative:
(B)(4). Replacement component was shipped to the dealership on (B)(4) 2015. Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleges the hangers were bent out of the box.